Event description:
It was reported to the manufacturer by the facility(B)(6), per the facility the employees were moving the resident from the chair to the bed and the bolt on the side on the cradle broke. The employees were able to set the resident back in the chair. The resident received no injuries.

Manufacturer narrative:
Complaint #(B)(4) have been entered into our system to retrieve the power cradle for investigation. As of this writing, the power cradle has not been received at joerns.